Event description:
Report rec'd from (B)(6) stating that the device was "overheating". The device was being used in surgery. There was no reported pt or user or user injuries. There was no add'l info provided.

Manufacturer narrative:
The device has been rec'd by anspach. The device was evaluated and the reported condition was confirmed. This unit exceeded the specification for temperature due to damaged bearings. This appears to be associated with normal wear out of the bearings inside the nose tube. If add'l info is rec'd, a supplemental report will be sent.